Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding ( menorrhagia)') in a 39-year-old female patient who had essure (batch no. C91739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions. (B)(6) 2015: fallopian tubes were blocked. * bilaterally essure coils noted near cornua of uterus, normal appearing contour of the uterus, tubes appeared occluded bilaterally, await radiology read for official results. (B)(6) 2019- surgical pathology final report gross description "left tube with essure coil" is a 9.5 x 1.0 x 0.8 cm pink-tan fimbriated fallopian tube. The serosa has a few attached cysts in the ampulla and infundibulum, right tube with essure coil" is a 9.5 x 1.5 x 1.0 cm pink-tan fimbriated fallopian tube segment. There are multiple cysts, 0.1 to 1.3 cm in the ampulla and infundibulum. A perforation is not identified. Previously administered products included for an unreported indication: depo provera. Past adverse reactions to the above products included contraception with depo provera. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines / headaches: migraines") and headache ("migraines / headaches: headaches"). In march 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2019, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain lower ("lower abdomen pain") and abdominal pain ("pain abdominal area"). The patient was treated with surgery (novasure endometrial ablation and robotic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, menstrual disorder, depression, anxiety, alopecia, migraine and headache outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: on (B)(6) 2014: number of visible intrauterine coils patient right: 2 number of visible intrauterine coils patient left: 3. Patient received treatment for pain, bleeding and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received outcome of event " pain and bleeding" were updated as recovered. Reporter information was added a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding ( menorrhagia)') in a 39-year-old female patient who had essure (batch no. C91739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions. (B)(6) 2015: fallopian tubes were blocked. * bilaterally essure coils noted near cornua of uterus, normal appearing contour of the uterus, tubes appeared occluded bilaterally, await radiology read for official results. (B)(6) 2019- surgical pathology final report gross description. "Left tube with essure coil" is a 9.5 x 1.0 x 0.8 cm pink-tan fimbriated fallopian tube. The serosa has a few attached cysts in the ampulla and infundibulum, right tube with essure coil" is a 9.5 x 1.5 x 1.0 cm pink-tan fimbriated fallopian tube segment. There are multiple cysts, 0.1 to 1.3 cm in the ampulla and infundibulum. A perforation is not identified. Previously administered products included for an unreported indication: depo provera. Past adverse reactions to the above products included contraception with depo provera. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines / headaches: migraines") and headache ("migraines / headaches: headaches"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2019, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain lower ("lower abdomen pain") and abdominal pain ("pain abdominal area"). The patient was treated with surgery (novasure endometrial ablation and robotic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, menorrhagia, menstrual disorder, vaginal haemorrhage, depression, anxiety, alopecia, migraine, headache and abdominal pain lower outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, depression, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:on (B)(6) 2014: number of visible intrauterine coils patient right: 2. Number of visible intrauterine coils patient left: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: pfs received. Event: perforation(uterus), pain abdominal area added. Event outcome updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding ( menorrhagia)') in an adult female patient who had essure (batch no. C91739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions. (B)(6) 2015: fallopian tubes were blocked. Bilaterally essure coils noted near cornua of uterus, normal appearing contour of the uterus, tubes appeared occluded bilaterally, await radiology read for official results. On (B)(6) 2019 surgical pathology final report. Gross description. "Left tube with essure coil" is a 9.5 x 1.0 x 0.8 cm pink-tan fimbriated fallopian tube. The serosa has a few attached cysts in the ampulla and infundibulum, right tube with essure coil" is a 9.5 x 1.5 x 1.0 cm pink-tan fimbriated fallopian tube segment. There are multiple cysts, 0.1 to 1.3 cm in the ampulla and infundibulum. A perforation is not identified. Previously administered products included for an unreported indication: depo provera. Past adverse reactions to the above products included contraception with depo provera. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines / headaches: migraines") and headache ("migraines / headaches: headaches"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (novasure endometrial ablation and robotic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, vaginal haemorrhage, depression, anxiety, alopecia, migraine, headache and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:on (B)(6) 2014: number of visible intrauterine coils patient right: 2. Number of visible intrauterine coils patient left: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: mr received- removal details were added and case become incident. New reporter, medical history were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.